Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the insulation was abraded at 21.6 cm to 21.9 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. This likely contributed to the reported noise anomaly.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced on (B)(6) 2015. The patients condition was fine.